Manufacturer narrative:
H10: the corrective actions and final disposition of the device are unknown because the customer refused service by not accepting the service proposal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer reporting repeated inhalation of co2 (carbon dioxide) while a v60 device was in clinical use. There was no report of patient or user harm. The investigation is ongoing.